Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the control solution was missing from his onetouch ultrasmart meter system kit. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 8am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue. On (B)(6) 2012, prior to the start of the alleged issue, the patient claims he felt symptoms of cold sweats, dizziness, "faintish" and nauseous. The patient did not specify treatment at the time of the symptoms. On the same day as the alleged issue, the patient visited his physician's office and was administered an increased dose of insulin. The patient denied testing on another device. At the time of troubleshooting, the cca educated the patient on the correct meter system kit contents. Replacement control solution was still sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.